Manufacturer narrative:
Device not available for return.

Event description:
The manufacturer received information on this event through the published paper "undiagnosed mitroflow bioprosthesis deformation causing early structural valve deterioration" by gennari m. Et al. In 2013, a caucasian male received 21 mm mitroflow model 12a for aortic stenosis in a bicuspid aortic valve. The aortic annulus dimension at the time of implant was 20mm. He has also a history of multiple previous coronary artery stent implantation for multivessel coronary artery disease. A few years later (exact date unknown), the patient was admitted to the hospital for dyspnea and chest pain. The diagnosis was a non-st-elevation myocardial infarction (nstemi); the study was completed by coronary angiography that showed an anomalous shape of the bioprosthesis. A device deformation was also identified during the review of the previous angiography performed in 2013 for the recurrence of angina, after about 6 months from the prosthesis implant. This early anomaly was undiagnosed at that time while the yearly follow up echo did not show clear signs of valve deterioration, despite the patient was symptomatic. The patient was scheduled for re-intervention and the pre-operative echo showed severe aortic stenosis and regurgitation due to prolapse/rupture of the non-coronary cusp of the valve. CT exam confirmed the deformation of the valve's stent ring. The pre-operative findings where confirmed during surgery. No signs of endocarditis were detected on the explanted prosthesis. After nicks root enlargement a 21mm st. Jude mechanical valve was implanted. A permanent pacemaker was also implanted for type iii atrioventricular block. The patient was discharged home on the 12th postoperative day. It is reported that in the first surgery there were difficulties in the proper decalcification of the aortic annulus; thus this stiffness has eventually let to early valve deformity and medium-term structural valve deterioration. The authors speculate that this early failure may be due to a distortion of an oversized valve caused by a rigid elliptic aortic annulus caused by the original bicuspid anatomy of the valve. No further information can be retrieved on the device serial number or date of implant.

Manufacturer narrative:
Since the device was discarded after the explant, and since it was not possible to identify its serial number, no analysis on the device was possible. Based on the medical judgment reported on the paper, the event was attributed to an oversizing of the valve, combined with the patient's anatomy (rigid elliptic aortic annulus caused by the original bicuspid anatomy of the valve). Moreover, it could be possible that the non-proper decalcification of the aortic annulus of the first aortic valve surgery contributed to the reported device deformation and deterioration, as reported also in the paper. However, since no investigation was possible, the root cause of the event cannot be confirmed and remains ultimately unknown at this time.

Event description:
The manufacturer received information on this event through the published paper "undiagnosed mitroflow bioprosthesis deformation causing early structural valve deterioration" by gennari m. Et al. In 2013, a caucasian male received 21 mm mitroflow model 12a for aortic stenosis in a bicuspid aortic valve. The aortic annulus dimension at the time of implant was 20mm. He has also a history of multiple previous coronary artery stent implantation for multivessel coronary artery disease. A few years later (exact date unknown), the patient was admitted to the hospital for dyspnea and chest pain. The diagnosis was a non-st-elevation myocardial infarction (nstemi); the study was completed by coronary angiography that showed an anomalous shape of the bioprosthesis. A device deformation was also identified during the review of the previous angiography performed in 2013 for the recurrence of angina, after about 6 months from the prosthesis implant. This early anomaly was undiagnosed at that time while the yearly follow up echo did not show clear signs of valve deterioration, despite the patient was symptomatic. The patient was consequently scheduled for re-intervention and the pre-operative echo showed severe aortic stenosis and regurgitation due to prolapse/rupture of the non-coronary cusp of the valve. CT exam confirmed the deformation of the valve's stent ring. The pre-operative findings where confirmed during surgery, which occurred in (B)(6) 2017. No signs of endocarditis were detected on the explanted prosthesis. After nicks root enlargement a 21mm st. Jude mechanical valve was implanted. A permanent pacemaker was also implanted for type iii atrioventricular block. The patient was discharged home on the 12th postoperative day. It is reported that in the first surgery there were difficulties in the proper decalcification of the aortic annulus; thus this stiffness has eventually let to early valve deformity and medium-term structural valve deterioration. The authors speculate that this early failure may be due to a distortion of an oversized valve caused by a rigid elliptic aortic annulus caused by the original bicuspid anatomy of the valve.